Event description:
Report provided by the end user states that they have developed scattered cloudy fluid filled red blisters under the tape collar near the top. The end user also reports that he has been in close contact with son who has recurrent community acquired (B)(6) and that the end user has had similar bumps noted on other areas of the body at varying times, but not currently. States cleanses skin with a remover wipe then washes with non moisturizing soap and water. Applies an ostomy powder, protective barrier wipe, dries and then the barrier. States that the red blisters appear to be spreading. The pts subsequent outcome was not noted.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken form a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.